Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low" (specific value was not provided) and "facial injury due to hitting face on tile floor [and bruises on arm] after passing out". Cause of low bg was not known. Customer consumed carbohydrates and a glass of juice to address bg and was transported to the emergency room (ER) by ems (emergency medical services). ER staff performed "cat scan of face and head" and customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.